Event description:
A healthcare professional from a hospital reported that during a vitrectomy surgery the probe did not work properly and there was no buzzing sound. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).